Manufacturer narrative:
(B)(4). The opt946 interface is used to deliver humidified oxygen to patients. The opt946 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the complaint opt946 optiflow + adult nasal cannula was not returned to fisher & paykel healthcare for evaluation. We followed up with the customer multiple times to obtain additional information however, no further information was received. Our investigation is thus based on the information initially provided by the customer, previous investigations of similar complaints, and our knowledge on the product. Result: the customer reported that the opt946 optiflow + adult nasal cannula disconnected from the nasal connection point during use. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The subject opt946 optiflow + adult nasal cannula would have met the required specification at the time of production. The user instructions also contain the following warnings/cautions: "do not crush or stretch tube, to prevent loss of therapy." "Failure to use the set-up described above can compromise performance and affect patient safety."

Event description:
A healthcare facility in (B)(6) reported that the opt946 optiflow + adult nasal cannula disconnected from the nasal connection point during use. There was no reported patient consequence.